Manufacturer narrative:
Per comp (B)(4) initial report. Additional information including: are the explanted devices available to be returned? Post primary x-rays. Operative notes (primary and revision). Patient age, activity level, weight and medical history. Did the patient follow correct post-op protocol? Did the patient experience any slips / falls or other trauma post primary? Were all pieces of the ceramic head recovered? An update on the patient following the revision. Has been requested in order to progress with the investigation of this event, and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event

Event description:
Trinity revision (ops used in primary) of the ecima liner and biolox delta ceramic head after approximately 1 year and 4 months due to fracture of the ceramic head.